Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staple jamming". A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Event description:
It was reported that "staple jamming". A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler showed one misaligned staple at the front of the cover block. The staple was also observed to be bent inside the cover block. The stapler was returned with the trigger not engaged, and there was no evidence of biological material on the device. The stapler was received with 30 staples left in the cover block, indicating the customer fired at least 5 staples. The jammed staple was removed for dimensional analysis. Dimensional inspection was performed on the staples. The width of the staple 1 was 0.5721", which does not meet the specification of 0.5510"-0.5540" per the applicable drawing. Functional inspection was performed on the sample. When engaging the trigger, no staples fired. After removing the jammed staple, the trigger was engaged, and a staple was able to be fired into the air with no issues. The jammed staple was taken for dimensional analysis and was observed to be out of specification. Per DHR the product visistat 35w 6/box lot#: 73h2400234 was manufactured on 08/07/2024 a total of (B)(4) pieces. Lot was released on 08/19/2024. DHR investigation did not show issues related to complaint. The applicable drawing was reviewed for dimensional inspection specifications. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The stapler was returned with the trigger not engaged and one staple jammed at the front of the cover block. The stapler was disassembled, and the jammed staple was removed for dimensional analysis. The stapler was able to properly fire and releases staples after the jammed staple was removed. Dimensional inspection was performed on the jammed staples. The width of the staple was 0.5721", which does not meet the specification of 0.5510"-0.5540" per the applicable drawing. Actions to address the staples out of specification were established as part of non-conformance, which was closed on 31-oct-2025. The returned sample was manufactured prior to these actions on 19-aug-2024. Teleflex will continue to monitor and trend on complaints of this nature.